Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the PICC clinic nurse found a very slow leakage problem at 42.5 cm of the catheter when pre-filling the catheter after completion of tube placement, and the length could not meet the requirements for tube placement after cutting from the area, so she did the extraction treatment. No other information was provided.

Event description:
It was reported the PICC clinic nurse found a very slow leakage problem at 42.5 cm of the catheter when pre-filling the catheter after completion of tube placement, and the length could not meet the requirements for tube placement after cutting from the area, so she did the extraction treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking groshong catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong catheter inserted into the patient¿s arm with a droplet of water on the catheter tubing. An initial visual observation of the video showed the groshong catheter being flushed with a clear liquid with a leak in the catheter tubing between the 42 and 43 cm mark. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.